Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, this pt was undergoing treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system trunk-ipsilateral leg component. When the device was deployed, the device did not fully appose to the left wall of the aorta. The physician reconstrained the graft and pushed it proximally in an attempt to reopen it in its intended position, but the device still would not fully open. At that point, the physician removed the constraining mechanism and deployed the ipsilateral side of the trunk. Upon removal of the trunk, the device became stuck on the sheath at the distal olive of the catheter. The physician was able to rotate the catheter and pull the delivery catheter out of the sheath. When the trunk was removed from the pt, the distal olive on the delivery catheter was reportedly damaged. It is unk if the damage to the olive occurred during prepping or intraprocedure. The physician then performed additional angioplasty to appose the grant fully to the left wall of the aorta. When angiography again showed that the device still did not appose to the left side, a cordis palmaz stent was implanted. Finally angiography showed full apposition with no evidence of endoleak. The pt tolerated the procedure.